Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00483; 533-08-108, (B)(4) - dislocation, (B)(4)- device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation and loosening.